Event description:
On (B)(6) 2013, intuitive surgical inc. (Isi) received a legal complaint with the following allegation: it was reported that during a da vinci si nephrectomy procedure performed on (B)(6) 2008, one of the patient's lumbar veins began to bleed. The legal complaint claimed that the bleeding started while the surgeon was dissecting the patient's left ovarian vein. The legal complaint also indicated that while attempting to control the patient's bleeding, the surgeon allegedly injured the patient's distal aorta with a harmonic scalpel instrument. The surgeon allegedly created an 8 to 10 mm hole in the patient's distal aorta. During the event, the legal complaint claimed that the patient lost her blood pressure for several minutes and cardiopulmonary resuscitation was initiated. The surgeon reportedly aborted the nephrectomy procedure and converted to open surgical techniques to repair the patient's aorta. The patient's kidney was not harvested. No further clinical information was provided.

Manufacturer narrative:
On (B)(4) 2013, isi contacted the risk management department of the site to obtain additional information regarding the reported event. The risk manager indicated that she could not provide any information regarding the reported incident. Based on the information provided, it is unknown if the da vinci si system, an instrument, and/or an accessory caused or contributed to the patient's reported lumbar vein injury. In addition, at this time there is no allegation that a malfunction of the da vinci si system, an instrument, or an accessory occurred during the reported event. A follow-up MDR will be submitted if additional information is received.